Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient had high blood gluose level of 587 mg/dl and high ketones since cannula did not enter the body post deployment on (B)(6) 2024. Therfore, the patient was went to emergency room and was given insulin drip and correction injection via multiple daily injection.moreover, the issue occurred with one infusion set. No further information was available.